Event description:
It was reported by service report that there was no bed nurse station communication. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
No nurse call due to damaged headwall connector.